Event description:
Related manufacturer reference number: 2017865-2022-09779. It was reported that patient's implantable cardioverter defibrillator was breaching from the skin of pocket. Patient presented in clinic, upon interrogation it was also found that patient's right ventricular lead exhibited oversensing. The pacemaker and lead was explanted and replaced. The patient was stable.